Manufacturer narrative:
Further information was requested but not received.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up exhibiting right ventricular lead noise. The noise caused pacing inhibition in the dependent patient. Programming interventions were unsuccessful. The lead was capped and replaced on (B)(6) 2019. The patient was stable.